Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
The following information was obtained from an abstract titled "micro-perforations to correct curvature and fibrosis at the time of penile prosthesis placement". Average age was 64 (53-70) and average follow up was 8 months (3-7). In this study, 4 patients had coloplast titan devices implanted and 6 patients had non coloplast devices implanted. The abstract does not specify which reported issues occurred with which device. Wound complications were reported in three patients, one patient had prolonged glandular and coronal edema, one had a delayed incisional breakdown at 3 months, and the patient in the ventral degloving incision had a separation that healed by secondary intention. Device issues were encountered in two patients, one patient had a device leak after 2 months and another had auto-inflation requiring revision of the reservoir.